Event description:
It was reported that during a supply change the ilet user dropped the infusion set prior to insertion, resulting in an incorrectly deployed infusion set and the needed assistance to repeat fill tubing steps for a fresh set. No reported symptoms or adverse clinical effects. Outcomes included no interruption of therapy after guided troubleshooting, with insulin delivery resumed and no alarms. Investigation included customer service troubleshooting and user education on proper fill tubing, infusion set insertion, and cannula fill. Investigation of this case revealed user handling error leading to improper infusion set deployment, resolved by replacing the set, correctly filling the tubing, inserting the new set, and filling the cannula. It was concluded, based on previously established findings for similar reports, that the cause was user error.